Event description:
This ulcer was originally reported in 2009, but determined not to be a serious event with the information provided at that time. Medical records were requested but not received. Three months later, we were provided with a summary report from the treating ophthalmologist. Status changed to a serious reportable event with the new information. The patient was seen in the eye emergency department on event date, having been referred by optician with a history of a prickly feeling in od of two days duration. On initial exam vision was 20/200 and 20/20, improving to 20/60 and 20/15 with pinhole, on the right and left sides respectively. The right eye was injected and he was found to have a corneal ulcer with surrounding fluffy infiltrate on the superior aspect of the right cornea, measuring 2mm x 1.7mm. The patient also had folds in the descemet's membrane and reactive anterior uveitis with no hypopyon. Intraocular pressure was normal at 15mmhg in the right eye and the vitreous body was quiet with a normal fundus. A diagnosis of right infected corneal ulcer, probably secondary to contact lens wear, was made and the patient was admitted for in-patient treatment. Scrapes were taken from the ulcer for microbiological work up and gram staining. Treatment: ofloxacin, cyclopentolate and oral analgesia. Gram staining indicated the presence of gram negative rods from the corneal scrapes and culture and sensitivity indicated this to be pseudomonas, which was sensitive to ceftazadine ciprofloxacin and gentamycin. As the patient was improving both clinically and symptomatically, topical therapy in the way of ofloxacin was continued and prednisolon 0.5% was added. The patient was discharged from the eye ward one week after event, on ofloxacin six times a day, predsol four times a day and mydrilate 1% once a day. The patient went for follow up three times in two months, vision measured 20/20 and 20/30+3 right and left respectively. Eyes were comfortable and a corneal scar was found involving the superficial to mid stroma. The superior central aspect of the right cornea above the pupil did not show any sign of inflammation or infection. Eye examination was otherwise unremarkable. All topical therapy at this stage was stopped and the eyes were totally comfortable. The patient was advised to use artificial tears on a prn basis and has been discharged from follow up.

Manufacturer narrative:
Device labeling single use or reuse. Device discarded - unable to follow up. If additional information is received, it will be reported within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.